Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on the left side under the therapy electrode. There was no alleged device malfunction. The patient was recommended by a nurse to use an over the counter anti-fungal medication. Patient reported that the irritation had improved. Based on the low severity of the reported irritation, there is no indication of a serious injury.